Event description:
Boston scientific (bsc) became aware of the reported event by a hde serious adverse events report provided by the user facility. A patient with a history of headaches underwent a single stent placement across bilateral internal carotid artery aneurysms and individual coiling of each aneurysm. According to the customer: "stent placed successfully, aneurysm coiled successfully. Intra-procedure thrombus in right ophthalmic artery treated with intra-arterial and intravenous anti-platelet medication with resolution of thrombus. Patient discharged home 24 hours later with no neurological deficits." During the last imaging runs, non-occlusive thrombus on the surface of the stent and at the base of the coils was noted. Intervention with antithrombotics was successful. The patient recovered without problems and was discharged twenty-four hours later. This female was seen several times at another facility for complaints of headache. As part of her evaluation, it was revealed that she had bilaterial internal carotid artery aneurysms. At the event facility, angiography confirmed a right ophthalmic segment internal carotid artery aneurysm, a right superior hypophyseal artery aneurysm, and a left broad-necked supraclinoid carotid aneurysm. She underwent stenting and coiling procedures for the right ophthalmic segment and the right superior hypophyseal artery aneurysms. The left broad-necked supraclinoid carotid aneurysm was deferred to the future. With usual technique, the patient was prepped and systemically heparinized to maintain an act of 250-300 seconds. Approach was made from the right internal carotid artery. A stent was successfully deployed across the neck of the internal carotid aneurysms. The proximal portion of the stent was just proximal to the ophthalmic segment aneurysm. The distal portion of the stent was at the distal supraclinoid internal carotid artery distal to the large right posterior communicating artery. In the next phase, a microcatheter was advanced through the stent cells into the ophthalmic segment aneurysm. This was successfully coiled using several coils. However, with the introduction of the final coil, the microcatheter was dislodged from the aneurysm. Angiography demonstrated a patent stent and an oboliterated ophthalmic segment aneurysm. In the next phase, a microcatheter was advanced into the superior hypophyseal aneurysm. This was coiled successfully using several coils. However, attempts at placing an additional coil resulted in dislodging the catheter from the aneurysm. Angiography demonstrated near complete obliteration of the superior hypophyseal artery aneurysm and the stent as patent. During the last imaging runs, it was noted that there was some non-occlusive thrombus on the surface of the stent and the base of the coils in each aneurysm. Slow flow was developing the right ophthalmic artery. Reo-pro ordered stat, (abciximab antithrombotic/ platelet antiaggregant) was given thirty minutes later via IV. Angiography demonstrated some improvement in the thrombus and normal flow in the ophthalmic artery. Additional reo-pro was given. Angiography demonstrated minimal residual thrombus on the lower coil mass with clearing of the remainder of the thrombus and normal flow in the ophthalmic artery. The remainder of the right internal carotid circulation is unremarkable. The patient recovered from anesthesia without problems and was maintained on a heparin drip overnight. She was discharged 24 hours later with no new neurological or definite visual deficits.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it was implanted into the patient. An investigation on the lot history review of the device in question has been initiated. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information becomes available , a supplemental report will follow.